Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing inadequate pain relief despite multiple reprogramming. The patient underwent an explant procedure and was doing well postoperatively. All device components were removed and kept by the medical facility. No device malfunction was suspected.